Manufacturer narrative:
D4: catalogue # unknown spectrum pump. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of spectrum pumps had upstream occlusion alarms which occurred while infusing emend. There was no report of patient injury or medical intervention associated with this event. No additional information is available.